Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the up, down and ok keypad buttons were intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied any visible damage to the pump¿s keypad. The reporter also confirmed the pump was not exposed to moisture. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, no damage to the keypad was visible.during testing, all keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts.